Event description:
Patient's grandmother contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012, a portion of the wire remained in patient's arm. No portion of the wire was visible at the insertion site, but she was able to feel the wire under patient's skin. Patient reported pain at site prior to removal of sensor. Patient's grandmother removed wire from patient's arm using tweezers. At the time of her call to technical support, patient's grandmother reports patient is in fine condition with no pain at site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.